Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient underwent an anterior cervical discectomy fusion (acdf) at c3-c6. It was reported that upon proper sizing of the plate, the surgeon placed three prefixation pins to confirm proper sizing radiographically. After confirmation, the surgeon then placed the self-drilling screws into the vertebral bodies. The surgeon removed the pin, but when handing the pin and driver to the surgical tech, it was noticed that the pin had broken off in the threaded portion of the pin in the vertebral body. The surgeon proceeded to retrieve the broken portion with a bayonet instrument. According to the report, the broken piece was retrieved without any incident or complication. No patient complications were reported.